Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided with small to moderate ketones. Cause was not known. A correction bolus was delivered to address bg. Customer's blood glucose was 280 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.